Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose and passed out while walking down the street on (B)(6) 2017. Customer's blood glucose was 29 mg/dl. Customer treated low blood glucose with orange juice. Troubleshooting was performed and drive support cap appeared normal. It was found that daylights savings time was not changed. Assistance was given with changing time. Insulin pump passed self-test.